Manufacturer narrative:
Unique identifier (UDI) #, corrected data: initial MDR inadvertently did not provide the unique identifier.

Event description:
It was reported from a patient that she was feeling pain after settings were increased for her seizures. The patient later saw her neurologist who turned the settings down, however the patient was still feeling the pain. It was clarified that the patient was not feeling pain with stimulation, although she only began feeling the pain after settings were previously increased. An update was received stating that the constant pain was occurring behind the patient's electrode site on the neck. It was noted that the patient had been taken to the ER due to increased seizures and intolerable pain in her neck. She stated that her vns was "not working" and that she wanted it removed. The patient was still experiencing pain after decreasing settings. Follow up with the physician's office confirmed that when the patient was last seen, the output current was decreased due to pain and swelling in the neck and throat after previously increasing settings. It was unknown what the cause of the pain, swelling, and increased seizures were at this time. No known surgery has occurred to date.